Event description:
It was reported the audio tones were no longer functioning on the insulin pump. A self test was run and the insulin pump did not beep during the tone test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.